Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a large hematoma at the groin site during implant of the leadless implantable pulse generator (ipg) requiring intervention. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.